Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had a tachycardia episode via (B)(6) device transmission. It was discovered that the patient was experiencing a ventricular tachycardia episode but the device diagnosed it as supraventricular tachycardia and therefore did not provide high voltage therapy. Programming changes were discussed but did not take place at the time. Patient condition was not provided.